Event description:
It was reported that 2 devices were used during a pneumonectomy. It was reported by the affiliate that the first mcm20 clips would not deliver (feed). The second mcm20 trigger would not function. Another instrument was used to complete the case. There was no consequence to the pt.